Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. -upon visual inspection, it was noted that the drive geometry of the distal tip of the 3.5 mm beveled ft driver, cannulated, t10 hexalobe, was broken off. -functional testing was not performed due to the damage to the device. Per dfu-0023-eo - e. Inspection and maintenance 1. Arthrex non-sterile devices are precision medical devices and must be used and handled with care. Inspect the devices for damage prior to use, and at all stages of handling thereafter. If damage is detected, do not use the device prior to consulting the manufacturer for guidance the most likely cause of this failure is attributed to wear and tear damage incurred over repeatedly torquing/engaging the driver within the screw head and extended use in the field.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04-feb-2026, a sales representative reported via (B)(4) that the ar-8741-40 beveled ft t10 hexalobe driver fragmented upon insertion of the beveled screw, the fragments were wedged in the screw and soft tissue and the fragments were retrieved. Another driver was used to finish the insertion, but it impacted the degree of fixation with a delay of 40 minutes to the case.